Event description:
The manufacturer received information alleging a ventilator having black specs and particles in the tubing/chamber. The patient has copd, sleep apnea, cirrhosis of the lungs, high blood pressure, arthritis, gout, heart issues, nasal/throat irritation or soreness and nose bleeds. The patient has been prescribed oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator having black specs and particles in the tubing/chamber. The patient has copd, sleep apnea, cirrhosis of the lungs, high blood pressure, arthritis, gout, heart issues, nasal/throat irritation or soreness and nose bleeds. The patient has been prescribed oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Adverse event in section b1 was not checked on the previously submitted report. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator having black specs and particles in the tubing/chamber. The patient has copd, sleep apnea, cirrhosis of the lungs, high blood pressure, arthritis, gout, heart issues, nasal/throat irritation or soreness and nose bleeds. The patient has been prescribed oxygen. Attempts to have the device and components returned for evaluation and investigation were unsuccessful as the customer is refusing to return the ventilator at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.